Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's body rejected the ins and due to this the patient had both the ins and lead removed on (B)(6) 2021. Caller provided event date as "about two, three months ago".  Caller's reason for call was to inquire about what to do with external equipment and to wipe pt's handset and was given instruction and cleared the handset.